Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown funeral home with no information. Information identified via online obituary indicated the patient died approximately 7 months post implant of the crt-d and 5 years post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID (B)(4) cardiac resynchronization therapy defibrillator implanted: 2012 (B)(6); product ID 694758 implantable tachy lead implanted: 2008 (B)(6); product ID 5076-45 implantable pacing lead implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
Additional information was received from hospital medical records that the patient was admitted for chronic right lung pleural effusion for a thoracotomy with decortication. Patient also had chronic renal failure with hemodialysis. The patient had a prolonged ICU stay complicated by profound hypotension. The patient was unable to tolerate hemodialysis due to hypotension. The patient was on multiple pressor agents. Right lung did show improvement through hospitalization although a bronchoscopy was required. Patient had a progressive decrease in adequate oxygenation and a rapid decline in blood pressure. Patient was reintubated on the day prior to death. Patient was made comfort care and died. Cause of death was chronic congestive heart failure, end-stage renal disease, profound hypotension, anemia of renal disease, status/post thoracotomy and decortication, chronic right pleural effusion, end stage copd and atelectasis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.